Event description:
The customer reported multiple error messages on the screen on the device, and that the device freezes during opcheck.

Manufacturer narrative:
(B)(4). The device was evaluated at philips. The symptoms were verified. The issue was localized to corrupt software.